Event description:
Approximately three months and three weeks post heartware vad implantation, it was reported that the patient presented to the hospital after being unable to connect a power source into port 1 of the controller due to a bent pin. The site proceeded by performing an elective controller exchange. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the controller (B)(4) was returned and the damage was confirmed per test results. Additional information will be submitted with-in thirty (30) days of completion of the investigation.

Manufacturer narrative:
The hvad is used for treatment not diagnosis.the controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications. The controller failed visual inspection as a result of a bent pin on the power source one (1) connector; thus confirming the reported event. The root cause for the 'poor mechanical connection' event was found to be a damaged pin on power port one (1), most likely a result of improper handling, material durability and assembly interferences. The manufacturer has an open internal investigation to evaluate these types of issues. Z-1698-2015: a field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Controller ((B)(4)) received on (B)(4) 2014. Controller ((B)(4)/ 1403us - expiration date. 08/31/2014).